Manufacturer narrative:
D10: concomitants: humeral stem or stemless 300-01-15, humeral head 310-00-53, replicator plate 300-50-45.

Event description:
It was reported via clinical study that the 70 yo patient experienced a stiff shoulder, with reports of increased pain with limited rom in rt. Shoulder. Onset 5-6 months ago ((B)(6) 2021). No traumatic injury noted. The patient will follow up if needed after 6 weeks of physical therapy. The outcome was last known as continuing.